Event description:
It was reported that there was a lead integrity warning for variable right ventricular (rv) lead impedance that appeared to be noise oversensing. A loose setscrew was suspected. When the pocket was opened, the rv lead could not be pulled from the header. Noise could not be reproduced with the lead or device manipulation. The set screw could not be further advanced. The rv lead was then removed and tested with normal parameters and no noise could be observed via the analyzer with lead movement or while tugging on the lead. The rv lead was reinserted into the device and noise was observed on the electro gram. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the lead was returned and analyzed and no anomalies were found. However, the set screw had a rounded socket.